Event description:
It was reported to boston scientific corporation that a naviflex pancreatic rx delivery system was used during a pancreatic stent implantation procedure performed on (B)(6) 2015. According to the complainant, after the guidewire was placed in the pancreatic duct, the navifex pancreatic rx delivery system with an advanix pancreatic stent were inserted via the guidewire. Upon insertion, the guide catheter of the naviflex delivery system kinked. The physician attempted to remove the stent and delivery system, and the guide catheter kinked again towards the proximal end. The physician then attempted to deploy the stent into the duct, but the distal end of the push catheter broke when retracting the pull wire. The broken potion of the push catheter and the stent remained within the scope, allowing the devices to be removed from the patient in one piece with the scope. The procedure was completed with a different device. There were no patient complications as a result of this procedure, and the patient's condition at the conclusion of the procedure is reported to be "good."

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be under 18. Reported event of push catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device was performed and found the guide catheter was detached. The stent was returned loaded on the detached guide catheter. The guide catheter was kinked and bent in several locations. The push catheter was kinked and bent in several locations and was buckled for 2cm at the distal end of the handle. The delivery system was not functional, therefore, a functional evaluation of the device could not be performed. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a naviflex pancreatic rx delivery system was used during a pancreatic stent implantation procedure performed on (B)(6) 2015. According to the complainant, after the guidewire was placed in the pancreatic duct, the navifex pancreatic rx delivery system with an advanix pancreatic stent were inserted via the guidewire. Upon insertion, the guide catheter of the naviflex delivery system kinked. The physician attempted to remove the stent and delivery system, and the guide catheter kinked again towards the proximal end. The physician then attempted to deploy the stent into the duct, but the distal end of the push catheter broke when retracting the pull wire. The broken potion of the push catheter and the stent remained within the scope, allowing the devices to be removed from the patient in one piece with the scope. The procedure was completed with a different device. There were no patient complications as a result of this procedure, and the patient's condition at the conclusion of the procedure is reported to be "good."